Event description:
Rep reports that the pt had previously been shunted using a strata valve which unexpectedly re-programmed and caused a subdural hematoma. The surgeon decided to implant a chpv valve which was set to 50 mm h2o. Pt had no improvement and shunt reprogrammed to 30 mm h2o. Valve xray showed that it was set at 90 mm h2o. After no improvement, the valve reprogrammed to 30 mm, h2o. Xray shows the valve was set to 90 mm h2o. Currently pt is in a comatose state which most likely occurred because of the subdural hematoma.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation a follow up report will be filed.